Manufacturer narrative:
Other applicable components are: product ID: 37642, serial#: (B)(4), product type: programmer. Other relevant device(s) are: product ID: 37642, serial/lot#: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s wife called about the patient programmer. The rep then came onto the line and reported that the programmer wasn¿t powering on and was currently dead. They tried to do troubleshooting but the rep said they already used alkaline batteries and the programmer needed to be replaced. An email was sent to repair for the patient to receive a replacement. Additional information was received from the patient¿s wife stating that they had their programmer replaced on thursday and it seemed to be working ok, but the controller for the left side was causing the right arm to shake a lot. When they went to change batteries in it they noticed that the batteries had corroded inside. They stated they needed a new controller.

Manufacturer narrative:
Product ID 37642, serial# (B)(4). Product type programmer, patient product ID 37603, serial# (B)(4). Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.